Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 303310 batch#: 4023247. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: opening up an intact package, associate noticed foil particulate (approx. 1 inch in length) on the syringe hub. ¿ product name: bd 20 ml syringe luer-lok tip ¿ material/catalog number: ref (B)(4). ¿ lot number(s): 4023247 (exp 2029-01-31). Comments on 24/05/2024 please confirm whether it is in the fluid path or not? Yes, in the fluid path.

Manufacturer narrative:
One 20 ml syringe sample in its original packaging received by our quality team for investigation. Through visual inspection, gray foreign matter on the tip of syringe is observed. The foreign substance is mainly composed of a gray tape. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with vinyl duct tape on bowl guides. Review and elimination of any type of tape throughout the line will be implemented. Manufacturing personnel have been notified and additional training to reinforce will be performed.

Event description:
No additional information.